Event description:
It was reported that the equipment has been handled according to the recommendations given, to always keep it charged, and to charge it before and after the patient's charging session, but when putting it to charge, a missing square was loaded and when placing it on the patient, the light came out intermittently, as can be seen in the video attached to this report and it can't be turned on or off. The device was checked, and evidently has irreversible damage. Currently, it is linked to the patient charging program, while the device's warranty is resolved. No symptoms were reported. Additional information was received from the manufacturer representative (rep) that the event is unknown. The replacement device resolved the issue. Patient periodically recharges with recharge program, to prevent the patient from turning off the neurostimulator.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) , ubd: , UDI#: h3. Analysis of the wireless recharger (s/n: (B)(6) ) found the recharger was unresponsive, led's scrolled continuously, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.